Event description:
It was reported by the rep that the device was used during an interstitial laser coagulation. It was reported during insertion, the fiber tip broke and received fiber diffuser tip fault. It was replaced with another fiber that tip also broke. It was replaced with a third fiber and the case was finished. There was no consequence to the patient. 12/01/1998 during the complaint analysis, the heat shrink marker on fiber b was observed to be torn and in of itself considered a malfunction.